Event description:
Operating room staff opened 3 packages of raytec sponges and all 3 had the bottom sponge connected to the bottom of the container. The container appeared to be melted. These packages of sponges were not used.